Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a missing stopper/shield assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper/shield assembly with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that sterile breach occurred with a bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter, "caps missing from shelf pack of urine tubes. 1 cap in the middle of the shelf pack." 100 occurrences were reported before use.